Manufacturer narrative:
Block a2: it was reported that patient age is 51-60 years old. Block b3: the event date was approximated based on the procedure date. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that a nephrostomy percutaneous access set was used during a percutaneous nephrostomy with percutaneous nephrolithotomy (pcnl) procedure. On (B)(6) 2024, during hospitalization and prior to discharge the patient experienced bleeding. Reportedly, there was no relationship between the adverse event and the nephrostomy percutaneous access set. Additionally, there was no reported malfunction or deficiency of the nephrostomy percutaneous access set. The device was removed on (B)(6) 2024. No intervention was required from the patient other than bedrest. There were no additional patient complications reported.

Manufacturer narrative:
Block a2: it was reported that patient age is 51-60 years old. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported a jinro pigtail nephrostomy catheter sets device was used during a percutaneous nephrostomy with percutaneous nephrolithotomy (pcnl) procedure. On (B)(6), 2024, during hospitalization and prior to discharge the patient experienced bleeding. Reportedly, there was no relationship between the adverse event and the jinro pigtail nephrostomy catheter sets device. Additionally, there was no reported malfunction or deficiency of the jinro pigtail nephrostomy catheter sets device. No intervention was required from the patient other than bedrest. There were no additional patient complications reported.